Event description:
Pt presented to ER with complaints of syncope and weakness. Pacemaker did not detect an arrhythmia. Log book detected some "eat" with rates at 150-170 bpm. Episode did not correlate with symptoms. Guidant rep interrogated the device and determined that the respiratory monitor caused the device to pace at maximum sensor rate due to interference with mv sensor. Mv sensor was turned off and the pt's rate returned to 70 bpm. Rep states this sensor is a feature not all pacemakers have. Discussed with md.